Event description:
It was reported the impedance is in the 2900 ohm range and has been gradually increasing since 2005. The patient was not seen between (B)(6) 2008 until (B)(6) 2009. The patient alert was tripped in (B)(6) 2010 for an impedance greater than 3000 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.